Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the during the pre-charging process the error message ¿head error¿ occurred. The medical staff restarted the device, the alarm message was eliminated, and the test run was normally for a period. No patient was involved. No harm to any person has been reported. As stated by the ssu (sales and service unit) dated on 2024 (B)(6) the reported failure could be confirmed. The "head error" occurred when the drive was taken off the trolley for a transfer drill, and there was a certain amount of shaking. The device was restarted and the error message was eliminated. No parts has been replaced. The device is back in clinical use. Based on these investigation results the reported failure "head error" could be confirmed, but no product related malfunction. The most probable root cause for the reported failure "head error" could be determined as: if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on 2024 (B)(6) and during the period of 2020 (B)(6) to 2024 (B)(6) does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020 (B)(6). In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the during the pre-charging process the error message ¿head error¿ occurred. The medical staff restarted the device, the alarm message was eliminated, and the test run was normally for a period. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).